Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reactive toxoigm result for one patient generated by the unicel dxl 800 access immunoassay system. Subsequent testing at a later date produced a higher reactive result. This MDR report documents event 3 of 3 events reported by this customer for this patient. It is unknown if there was an affect to patient treatment with regard to this event.

Manufacturer narrative:
Sample collection or centrifugation information was not supplied. Qc or system information was not supplied. There is no indication that service was dispatched for this event. The following mdrs are related to this event: MDR#2122870-2011-03015 and MDR#2122870-2011-03016.